Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The impella pump was returned for investigation. Visual inspection of the pump revealed that catheter was kinked close to red impella plug kink protector, but no biomaterial or blood ingress was observed. The pump stop issue did not reproduce. The root cause of the pump stop issue was not determined since the failure did not reproduce per field investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 58-year-old male noted for high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the impella 5.5 was started and immediately the pump stopped with two different alarms occurring simultaneously. One alarm stated pump stopped due to controller and the other was an increased motor current pump stop alarm. The pump was attempted to be restarted three times with no success. The automated impella controller (aic) was switched out which did not resolve the pump stop. Therefore, the pump was explanted.